Manufacturer narrative:
Continued e1 -- initial reporter establishment name: (B)(6). Clarification to h8: reuse is also appropriate as it was reported that there was "removal followed by reinsertion of the same implant after treatment." Article citation: hagglund, s., svensson, j., hansson, e. Et al. Capsular contractures following implant-based breast reconstruction in women undergoing risk-reducing mastectomy: national register-based study. Bjs open, 2025; 1-9. The events of capsular contracture, hematoma, infection, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture (deflation); rotation; migration; seroma; infection; hematoma.

Event description:
Through journal article "capsular contractures following implant-based breast reconstruction in women undergoing risk-reducing mastectomy: national register-based study", authors report the event of capsular contracture, baker grade unknown was observed in 39 breasts (3.6%). Additionally, study participants also experienced the events of ¿re-operations for implant rotation in 23 (11.3%), migration in 20 (9.9%), seroma in 13 (6.4%), implant rupture in 9 (4.4%), and hematoma in 1 (0.5%), ¿diagnosed infection in 19 breasts (9.4%)¿, and ¿removed and reinsertion of the same implant after treatment¿. Affected sides are unknown. The status of the devices is unknown.